Event description:
Note: this report pertains to the third of three devices that were used during the same procedure. Refer to manufacturer report # 6000048-2006-00066 and 6000048-2006-00067 for a description of the first and second devices. In 2006, it was reported to boston scientific corporation, that an esophagogastroduodenoscopy (egd) using a resolution clipping device occurred. According to the complainant, the first and second devices had a clip deploy inside the sheath. Next, using the third device, the sheath detached from the blue hub. The case was completed with another resolution clipping device. The patient was noted to have lost some blood (the volume is unknown). The patient underwent an angiogram. Result of the angiogram is unknown. There is no further information available from the user facility.

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. It was not possible to identify any potential lot for this product; therefore, no device history record review was possible. Upon investigation, it was noticed that the clip assembly was deployed and not returned with the device. The coil was completely removed from the over sheath, and the over sheath was kinked and stretched in multiple places. The sheath grip was still attached to the sheath. As evident by the over sheath being stretched, the end user may have exceeded the design limits of the device during use. Based on the directions for use (dfu), if the catheter or over-sheath kinks or becomes damaged during device insertion or passage, "do not use it." A measurement of the proximal end of bushing to leading edge of bushing crimp was taken and found to be within specification.